Manufacturer narrative:
Unit passed displacement test. Basic occlusion test. Pump failed seating test due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed. (B)(4).

Event description:
Information indicated by medtronic that the insulin pump received a motor error alarm. The customer's blood glucose level was 350 mg/dl at the time of the incident. Customer reported the drive support cap appeared normal. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The insulin pump will be returned for analysis.